Event description:
It was reported that after a system replacement on (B)(6), the patient experienced pain in their abdomen and it had not subsided as of the date of this report. A one week post-operative x-ray was performed and a seroma was detected. The patient received morphine and "lidacine" patches. It was unclear if they were referring to lidocaine patches. It was stated that the medicine just "takes the edge off." It was further stated that the patient felt pain whether the stimulation was on or off. It was also stated that the stimulation was "working fine." Additional information was requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
Follow up reported the patient was still having concerns regarding their device or therapy but they were working with their doctor or representative. It was noted there were appointments scheduled for (B)(6) 2012 and sometime in (B)(6) 2012. Later follow up reported the patient was still having concerns regarding their device or therapy but they were working with their doctor or representative. It was noted the patient was still on lyrica for post therapeutic neuralgia in their stomach. An appointment was noted for (B)(6) 2013.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).